Event description:
Staff member was shocked on both hands while performing an energy transfer into the device testload during a daily test. Responding medical staff obtained normal blood pressure and ECG readings and saw no evidence of burns on hands or arms. The nurse remained at work and reported still feeling "tingling" in hands some hours later. No further reports of complications have been reported after the first day.